Manufacturer narrative:
This report contains correction in section initial reporter e1, e2 and e3, section g2 report source.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered seven bursts of anti-tachycardia pacing (atp) due to atrial arrhythmia. Upon review, it was noted that the arrhythmia appeared to be sinus or atrial driven due to blanking period and there was undersensing present. Technical services recommended programming options. At this time, this implantable cardioverter defibrillator (ICD) remains in service and there were no adverse patient effects reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered seven bursts of anti-tachycardia pacing (atp) due to atrial arrhythmia. Upon review, it was noted that the arrhythmia appeared to be sinus or atrial driven due to blanking period and there was undersensing present. Technical services recommended programming options. At this time, this implantable cardioverter defibrillator (ICD) remains in service and there were no adverse patient effects reported. Additional information received indicated that the patient had received eight shocks. Technical services (ts) reviewed and discussed the with boston scientific representative that it appeared to be supraventricular tachycardia (svt). The rate sped up into ventricular tachycardia (vt) zone. Following the shocks, there was some blanking resulting and the therapy continued. Ts recommended programming options. This device remains in service. Additional information received indicated that the device exhibited inappropriate shock which appeared to be a supraventricular tachycardia (svt). Technical services (ts) reviewed and stated that the rhythm eventually accelerates on its own into the vt zone and recommended programming options. Boston scientific representative will be further discussing with the physician. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1adverse event/product problem, b2 adverse event/product problem, b5 describe event or problem, h1 type of reportable event, h6 patient codes and h6 device codes. This report contains correction in section initial reporter e1, e2 and e3, section g2 report source.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered seven bursts of anti-tachycardia pacing (atp) due to atrial arrhythmia. Upon review, it was noted that the arrhythmia appeared to be sinus or atrial driven due to blanking period and there was undersensing present. Technical services recommended programming options. At this time, this implantable cardioverter defibrillator (ICD) remains in service and there were no adverse patient effects reported. Additional information received indicated that the patient had received eight shocks. Technical services (ts) reviewed and discussed the with boston scientific representative that it appeared to be supraventricular tachycardia (svt). The rate sped up into ventricular tachycardia (vt) zone. Following the shocks, there was some blanking resulting and the therapy continued. Ts recommended programming options. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered seven bursts of anti-tachycardia pacing (atp) due to atrial arrhythmia. Upon review, it was noted that the arrhythmia appeared to be sinus or atrial driven due to blanking period and there was undersensing present. Technical services recommended programming options. At this time, this implantable cardioverter defibrillator (ICD) remains in service and there were no adverse patient effects reported.